Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, it took an excessive number of turns to extend the helix from the lead tip. The lead was removed and replaced. No patient complications have been reported as a result of this event.